Manufacturer narrative:
Based on the claim against the product by the customer noting the patient side cart (psc) was showing a red indicator and message warning there was no battery backup, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the system power manager (spm) due to not charging the battery. The system was tested and verified as ready for use. Intuitive surgical, inc. Intuitive surgical, inc. (Isi) did receive the da vinci product to perform failure analysis. The spm was analyzed, and the complaint was not confirmed by failure analysis. The reported failure could not be reproduced. However, the error was confirmed via error logs. When reviewing the remote fe logs, there were errors 858 that occurred on the site. An 858 error pertains to patient side cart (psc) battery issues. Failure analysis (fa) connected the system power manager (spm) onto the in-house da vinci xi test system. The spm powered on with green light emitting diodes (led) and no errors. There was still battery back-up power once the ac cord was unplugged. The spm status showed the voltage and current was normal. The spm was run for 10 power cycles and idled overnight with no issues. The failure analysis investigations and in-house testing of the returned spm revealed no issues related to the customer reported event. The probable root cause of the red led indicator and battery backup error message cannot be determined based on the information provided and failure analysis results. No product issue was identified.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the clinical sales representative (csr) contacted intuitive surgical, inc. (Isi) technical support engineer (tse) to report that the battery on the patient side cart (psc) was showing red and a message to contact customer service no battery backup. The tse viewed the system logs and saw errors 816, 858, and 824 indicating that battery capacity was low/disabled/battery not present or was very low. The tse asked if the system was left unplugged overnight and the reporter was not sure. The tse asked if the power cord was plugged into a good wall outlet and the reporter stated that the customer said it was plugged in, but the reporter was not sure where it was plugged in. There was one flashing battery light emitting diode (led). The tse recommended the customer keep the system plugged in because they might not have backup battery and to have the battery charged. The tse recommended verifying the power cord was being plugged into a good wall outlet and not a power strip. The customer continued with the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer left the system plugged in and a field service engineer came onsite fixed/replaced the part.